Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was found to be obstructed. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, pressure-flow, and pre-implantation. There was proteinaceous debris observed within the exterior and interior of the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve did not meet the requirements for leak testing due to a tear in the top of the proximal occluder. It is unknown how or when this damage occurred. The IFU that accompany the device caution that handling or the use of instruments when implanting these products may result in the cutting, slitting, crushing, or breaking of components. The IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ all valves are 100% tested at the time of manufacture. Approximately 49 cm of the lumbar catheter was returned. The catheter met the requirements for patency and leak testing. The peritoneal catheter was not returned. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.